Event description:
This patient experienced declining performance with the cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not funtioning according to manufacturer's specifications. Explantation / reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.